Manufacturer narrative:
The ge service representative performed an on-site investigation. The nodes were flashed, the generator interface board and the fluoro functions printed circuit board were replaced, and calibration files were uploaded. The system was tested and was found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed generator and potentiometer error messages. No patient injury was reported.